Manufacturer narrative:
The auto mode information has been received. The information has been provided with this report.

Event description:
The insulin pump was not on auto mode at the time of incident.

Manufacturer narrative:
Device was received with blank display, problem isolated to the electronic assembly pcb 1. Unable to perform any tests due to blank display.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experience high blood glucose. The customer¿s blood glucose level was 400 mg/dl. The customer treated high blood glucose with manual injection. Insulin pump had blank display. Customer stated the display was not blank less than 30 seconds and did not return. Customer stated the contact on the battery cap was not missing or damage or corroded. Customer stated battery compartment was neither damaged nor corroded. Customer stated the spring was neither damaged nor corroded. Customer stated the display did not return after insulin pump restart. It was unknown if the insulin pump was on auto mode. The insulin pump will be returned for analysis.